Event description:
In 2002, the pt reportedly experienced facial nerve stimulation and an incident of an overly loud sensation. Testing indicated that several electrodes were not functioning properly. Programming adjustments were made at the center to address the reported issue. One month later, the pt reportedly continued to experience facial nerve stimulation. The pt continued to be monitored by the center. 1 month later the pt was seen at the implant center by a company representative for device eval. Programming adjustments were made. In 2003, the decision was made to schedule explant surgery.